Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that a keypad issue began three days prior to the call. Blood glucose level at the time of the incident was 113 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.